Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Customer stated that product will be returned if she can get approval to release it from risk mgmt. A f/u report will be submitted with failure investigation results should the set be received for eval.

Event description:
Customer reported cracked and leaking microbore tubing. A picu cardiac pt was on an epinephrine drip and was epinephrine dependent. Some hrs after the infusion was started, the nurse noted epinephrine dosing was not having the expected results and noted leaking from the area where tubing meets the bottom of the pressure sensing disc (distal side of disc). After the event, it was also noted that the female luer was cracked but there was no leaking from that area. Pt did require some unspecified medical intervention but reporter had no details. Reporter also stated that no further pt or event info is available.